Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the internal carotid artery. A 5.0mmx30mmx135cm sterling balloon catheter was selected for use. Under fluoroscopic guidance, the balloon was inflated using a pressure pump. However, contrast medium leakage was observed, and the balloon failed to inflate properly. The balloon was subsequently removed from the patient for further examination. Upon removal, it was noted that the balloon remained uninflated, continued to exhibit contrast medium leakage, and was found to be ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling device was returned for analysis. Both visual and microscopic examinations were conducted on the outer shaft, inner shaft, balloon, and tip. The visual inspection did not reveal any damages. However, the microscopic examination identified a hole in the guidewire lumen, located 14 mm from the tip. Further inspection of the remaining components of the device showed no additional damage or irregularities. Product analysis confirmed the presence of a hole in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the internal carotid artery. A 5.0mmx30mmx135cm sterling balloon catheter was selected for use. Under fluoroscopic guidance, the balloon was inflated using a pressure pump. However, contrast medium leakage was observed, and the balloon failed to inflate properly. The balloon was subsequently removed from the patient for further examination. Upon removal, it was noted that the balloon remained uninflated, continued to exhibit contrast medium leakage, and was found to be ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 80% stenosed target lesion was located in the mild tortuous and mild calcified artery. The balloon ruptured upon first inflation at 4 atmospheres. The device was removed using the normal method.